Manufacturer narrative:
(B)(4). S/w = unknown, retainer ring = black , case type = ngp. Customer returned pump for alleged cosmetic damage located at the battery compartment found on 17-oct-2022. Unable to perform the displacement test due to pump received with cracked screen. Pump received with partial display and missing segments. Test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked glass, cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, scratched case, and pillowing keypad overlay. Cosmetic damage was confirmed at case corner of the belt clip rails near the battery compartment, case corner of the belt clip rails near the battery compartment, and battery tube threads. The insulin pump involved in this event is the ngp 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in battery side compartment. No harm was required during medical intervention. Troubleshooting was not performed. It was unknown whether the customer had continued the use of the insulin pump. The pump was returned for analysis.